Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a tracheal tube deflated after more than one hour. The site reported that the cuff deflated by itself, and there was difficulty inflating the cuff. No adverse health outcomes occurred.